Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the day of the event, there were no specific symptoms reported but the patient´s fiance called the paramedics due to the inaccurate readings since the bg was ¿80 points off¿ compared to the cgm reading at 9:00pm. At an unspecified time of the event the cgm reading was 115 mg/dl and the bg reading was 35 mg/dl. The patient was treated with glucose d5w through IV. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.